Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets leaked from an unspecified location. This was noticed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Functional testing including leak and clamp function testing were performed which identified leakage through the transfer set with the white twist clamp in the closed position. Clear passage testing was performed with no issues. A nonconformance has been opened to address this issue. The second sample was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude feet on the light blue main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.